Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had an infection at the ipg site. Surgical intervention was undertaken on (b)(6 2022, where the entire system was explanted. Patient was given IV and oral antibiotics to address the infection.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The patient was prescribed IV antibiotics and oral antibiotics to address the issue. The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.